Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker implanted with another manufacturer's right ventricular (rv) and right atrial (ra) leads were suspected of device migration and lead dislodgement, as the patient was experiencing pain and undesired muscle stimulation. In addition, the patient was being paced at 66 bpm, however the device was set for 70 bpm. Technical services (ts) referred the patient to her physician. This device remains in service. No additional adverse patient effects were reported.